Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination (not further specified). The peritonitis was manifested by cloudy effluent. On the same day as onset, the patient was hospitalized and treated with an unknown antibiotic (intraperitoneally) for the peritonitis. On an unknown date during the hospitalization, the patient¿s pd catheter was removed. Pd therapy was discontinued and the patient was switched to hemodialysis. One week after the onset of peritonitis, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. At the time of this report, it was unknown if the antibiotic therapy was ongoing. It is unknown if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.